Event description:
It was reported per field service report: symptom - the pump had a white display and alarmed on first use. Per the biomed tech, found lose screws in the display. The screws were tightened and the unit was returned to service. Findings/actions taken: replaced display and cable. Installed display mod - replaced top cover mod. Performed functional checks - passed. Additional info received on 11/23/2010 from the biomed tech stated that the pump was exchanged off the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.